Manufacturer narrative:
A partial lead was returned in six segments for analysis. External insulation abrasion was noted at 5.7-6.1cm and 11.7-12.4cm from the end of the middle segment. The silicone insulation was intact at these locations.

Event description:
It was reported that an alert was triggered due to out of range hv lead impedance measurements. Both high and low out of range values were given. Out of range measurements were repeatable in-clinic. The system was explanted and replaced.